Event description:
It was reported that during device replacement, the lead could not be inserted in the header of the device. The device could not be implanted. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of the device header found no anomaly contributing to reported event of lead insertion problem. Functional testing was performed, and device was within normal range of operation.